Event description:
On (B)(6) 2008, this subject was implanted with an elevate posterior graft. On (B)(6) 2009, during examination granulation tissue was found behind the hymen in the incision line, it was treated with silver nitrate. On (B)(6) 2009, a elevate posterior graft extrusion was found during the patient's examination, the patient was not experiencing any symptoms from the extrusion. On (B)(6) 2010, additional information indicates that on (B)(6) 2009, the patient had a graft revision procedure to trim the exposed mesh. On (B)(6) 2010, the patient was seen at a 24 month follow-up visit and refused the pelvic examination. Unable to determine graft status.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. The risk of vaginal mesh extrusion is captured in our risk assessment documents.